Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 594 mg/dl, and a moderate ketone level. Cause was not known. A correction bolus was delivered to address bg. Tandem customer technical support offered to complete a system check to identify the cause; however, the customer declined troubleshooting. Reportedly, the customer reverted to manual injections for insulin therapy.